Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed off no power without a low battery alert prior to the alarm. The blood glucose reading was unknown. The customer stated that for the past 2 weeks, the insulin pump drained the batteries quickly. He noted that within a few days of replacing the battery, the insulin pump alerted low battery, then off no power. However, there were several times in the history where the low battery alert was missing. Advised replacement of the insulin pump. Nothing further reported.